Event description:
The instrument stopped during an overnight processing. Consequently, the tissue was damaged because the process jammed on position 6. The alarm was not heard by the hospital since it was an overnight processing and, therefore, the tissues were not diagnosable.

Manufacturer narrative:
As a result of the damaged tissues, the customer could not evaluate them all and some patients required rebiopsy. The unit was evaluated by a leica service support product specialist. The analysis indicated that the cause for the damaged tissue was due to unsatisfactory adjustment of the gripper. As a result, the processing stopped because the basket could not be lowered properly into the reagent station and thus remained hanging on the edge. Because the customer did not respond to the unit's alarm, the tissue remained in the air and damaged the tissues. After the gripper has been adjusted, a new test run was conducted which confirmed the proper functioning of the unit.